Event description:
It was reported that the right atrial (ra) lead had a confirmed fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.